Manufacturer narrative:
Unknown/asked but unavailable (asku). Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of a preloaded monofocal intraocular lens (iol) the surgeon noticed a haptic was missing. The lens was explanted from the patient's left eye during a secondary surgery. There was no vitrectomy, incision enlargement, or sutures required. There was no medication prescribed outside of standard of care. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. The patient has fully recovered. No further information is available.